Event description:
Patient was brought to the operating room and was induced under general endotracheal anesthesia without complication and perioperative antibiotics was administered. The abdomen was prepped and draped in the usual sterile fashion. Laparoscopic appendectomy was performed and completed. During the closing of the case, the closure device broke outside of the patient on the sterile field. No patient harm. Management was made aware of the event.